Event description:
A user facility reported that they experienced leaking with three disposable drug reservoirs. The leaks were discovered during filling at the pharmacy. According to the report, the leaks appeared to be located at the solvent-bond between the tubing and female luer connector. There was no drug contact with personnel.